Event description:
The customer reported that a collimator iris potentiometer error message was displayed and that the system would not perform fluoroscopic x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator was replaced and the iris was calibrated. The system was tested and found to be working as intended and put back into service.